Manufacturer narrative:
Investigation results: visual investigation: investigation was carried out visually and microscopically. Device 1: the surface is littered with signs of use such as scratches, impact marks and pressure points. All the pins are extremely bent and heavily crushed, which indicates that the pins have been subjected to enormous force. Device 2: the surface is littered with signs of use such as scratches, impact marks and pressure points. Two pins are bent and crushed, which indicates that the pins have been subjected to enormous force. We cannot say which one was primary used. Both have the same date of manufacture and the same lot number. There are no hints for a material or manufacturing failure. We assume that the device has not left the aag in such a condition because there is a 100%-gauge check in the manufacturing segment. From our experience, we can say that the main cause of failure could be that the enduro key was not properly placed on the lock ring during operation/application. This results in not all pins being fully seated in the intended contact zones. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 2(5) x probability of occurrence 2(5)) according to din en iso (B)(4) is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with enduro key. According to the customer report: "upon final assembly of enduro components, part np454r slipped off track causing a few of the pins to bend and thus unable to be used for further tightening of the tibial locking ring. A backup part was used to successfully complete the surgery". There was no patient harm. Additional information was not provided nor available / was not available. A the adverse malfunction is filed under (B)(4).

Manufacturer narrative:
General information: we received a complaint about one np454r enduro key f/tibial locking ring from the medical center of plano, plano, USA. Up to now we did not receive the complained device for investigation. Consequences for the patient: according to the available information, there were no negative consequences for patient. Investigation: no product at hand, therefore an investigation is not possible. If new information and /or the devices are going to be provided, a further investigation will be executed. Batch history review: a review of the device quality and manufacturing history records is not possible because the batch number is unknown. Conclusion and root cause: based on the information available it is not possible to determine a definitive root cause for the failure. It could be possible that the mentioned failure is usage related. Rationale: in the light of the small amount of information received and due to the circumstance that we did not receive the complained devices for investigation, it is not possible to determine a definitive root cause for the mentioned failure. Based on our experience a possible root cause for the failure could be that during surgery/application, the endure key was not properly fitted onto the locking ring. This will cause that not all pins are seated completely in the intended contact zones.